Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported notch in the balanced tip at an unknown timing. The procedural type was unknown. The surgery completion and replacement details were unknown.. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photo 1 is of a pak label, the reported product and lot information is confirmed and photo 2 shows phacoemuslification tip nicked at bevel. Reported issue confirmed from photo 2. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the attached photo confirms the notch in the balances tip as noted by the customer. How and when the phaco tip bevel became nicked could not be determined. However, because no sample was returned and based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. However, a non-conformance record was initiated to trend the defect of phaco tip nicked bevel. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).